Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Catalog #: a complete catalog number is unknown, as the serial number was not provided. Expiration date: unknown as serial number was not provided. Serial #: unknown as serial number was not provided. Unique identifier number (UDI#): unknown (if unknown). If implanted, give date: unknown/not provided. If explanted, give date: unknown/not provided. Device manufacture date: unknown, as the serial number was not provided. Device evaluation: product evaluation cannot be performed as per the initial report, no product is being returned. The complaint issue reported could not be confirmed and no product deficiency was identified. Manufacturing record review: unable to perform the manufacturing records review as no serial number was received. Unable to perform the complaint historical review as no serial number was received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to residual hyperopic astigmatism. It was noted that there was no incision enlargement, no vitrectomy, and no sutures required. No patient post-op injury. The suspect product will not be returned. No other information was provided.